Event description:
Sigmoid colectomy. Dlu was closed, got into firing range and fired with no difficulty. However, a leak test revealed a leak. The site was oversewn and another leak test was performed to satisfaction.

Manufacturer narrative:
Summary: according to report, it was closed completely into range and fired with no difficulty. Post firing leak test was performed revealing a leak at the anastomotic spot. The spot was over sewn and a leak test was performed to satisfaction. Upon analysis, cut ring had knife imprint but no knife penetration, this shows there was a possibility of incomplete cut or under formed staples. New staples were installed; unit calibrated, opened, closed into firing range, and fired into eight layers of foam. Staples formation was acceptable. Root cause: it's not known why the knife did not penetrate the cut ring. Memory card was not returned for analysis. See scanned pages.